Event description:
The patient reported blood glucose results of "262 mg/dl, 149 mg/dl, and 66 mg/dl" with the lifescan meter, performed within 20 minutes of each other. The meter and test strips were replaced.